Manufacturer narrative:
It was reported that the ac adapter would not provide power when plugged in. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level. Failure analysis of the returned device revealed that the unit passed visual inspection but failed functional testing; the controller ac adapter was unable to provide power. Testing revealed an open circuit in the strain relief. The most likely root cause of the reported event can be attributed to wear on the strain relief because of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter was not working. The patient tried connecting the adapter to both of the controller's ports but this action did not resolve the issue. The adapter was removed from service with no reported patient consequences. No further information was provided.